Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was explanted due to a pocket infection. It was noted that the patient had schizophrenia and was scratching the pocket. When the patient presented to the hospital, parts of the metal were visible through the patient's skin and that the device was rotated by 90 degrees.